Manufacturer narrative:
Device 6 of 10. (B)(4). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product user facility that the "bellows does not hold vacuum", that they "need to activate the bellows repeatedly". Additional information requested regarding the product malfunction- no physical defects noted to the product, this facility has "used the product for years" and made sure the "connections were secure", the product was "put on the patient in the operating room and immediately did not hold vacuum". No harm reported, no photograph depicting the reported complaint issue were received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. No samples and pictures were received. Based on the investigation, the likely causes for the issue the new deht tube material changes properties with time and the connection between the tube and male, female connectors weaken. As a result, the connector in the tube began to turn. After shifting the connector, a small ¿channel¿ is formed in the tube through which air can enter. "Channel" is an imprint of the line of contact between two parts of the connector during molding. It happened because the tube is too rigid and has lost elasticity and the handyvac can't work correctly. CAPA tw # (B)(4) was opened to implement new deht material for handyvac tubes. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3007966929.